Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 32-year-old female patient who had essure (batch no. 689938) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for hypothyroid: levothyroxine. On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In may 2014, the patient experienced alopecia ("alopecia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In february 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), rash ("rashes"), pruritus ("itching") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (endometrial ablation (B)(6) 2011 and total hysterectomy and bilateral salpingectomy). Essure was removed on(B)(6) 2017. At the time of the report, the pelvic pain, weight increased, alopecia, dysmenorrhoea, vaginal discharge and fatigue was resolving, the genital haemorrhage, migraine, menorrhagia, vaginal haemorrhage and nausea had resolved and the dyspareunia, rash, pruritus and weight decreased outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight: 138 lbs. Esssure insertion detail: trailing coils: left 3, right 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc(product technical complaints) a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this was provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 32-year-old female patient who had essure (batch no. 689938) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for hypothyroid: levothyroxine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced alopecia ("alopecia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), rash ("rashes"), pruritus ("itching") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (endometrial ablation (B)(6) 2011 and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, alopecia, dysmenorrhoea, vaginal discharge and fatigue was resolving, the genital haemorrhage, migraine, menorrhagia, vaginal haemorrhage and nausea had resolved and the dyspareunia, rash, pruritus and weight decreased outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight: 138 lbs. Esssure insertion detail: trailing coils: left 3, right 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, alopecia, and weight gain". Most recent follow-up information incorporated above includes: on 4-dec-2019: plaintiff fact sheet and medical record received. Events" abnormal bleeding (vaginal, menorrhagia), nausea, dysmenorrhea, vaginal discharge, weight loss and fatigue were added". Previously reported event" genital bleeding" (ablation) was updated to incident, patient's demographics, medical history, historical medication, lab data, essure lot number added, essure insertion/removal date (updated); essure indication were added. On 5-dec-2019: plaintiff fact sheet received. Events' abnormal bleeding, migraine, nausea outcome was updated to recovered/resolved and events" hair loss, pelvic pain, and weight gain" was updated to recovering/resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), weight increased ("weight gain"), alopecia ("alopecia"), dyspareunia ("dyspareunia"), rash ("rashes") and pruritus ("itching"). The patient was treated with surgery (hysterectomy (B)(6) 2017). At the time of the report, the pelvic pain, genital haemorrhage, migraine, weight increased, alopecia, dyspareunia, rash and pruritus outcome was unknown. The reporter considered alopecia, dyspareunia, genital haemorrhage, migraine, pelvic pain, pruritus, rash and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.